Manufacturer narrative:
Product analysis conclusion: the reported difficult to position and deformation of the valiant captivia stent graft could not be assessed on the pre-implant films provided; therefore the cause of the event could not be fully determined. Procedural angiograms showing attempts to position the device were not received for a thorough analysis of the event. It is possible the severe tortuosity in the thoracic aorta may have been a factor in the reported event, but this could not be fully confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a 60mm aaa. It was noted that the patient had kommerell diverticulum aortic arch. It was reported that during the index procedure, the first stent graft was delivered however the valiant captivia vamf3636c150tj seemed to be kinked inside the blood vessel and delivery was not possible. The device was inspected before use and appeared normal. No damage was noted to the device packaging. The kink occurred after the device was inserted. Another valiant captivia stent graft was used to complete the procedure. Per the physician the cause of the event is undetermined and it is unknown if anatomy contributed. No additional clinical sequalae were provided and the patient is fine.